Manufacturer narrative:
This event has been determined to be a duplicate. The investigation results will be reported under MFR # 2916596-2022-14365.

Event description:
It was reported that the patient and caregiver noted low external power hazard alarms but they did not hear any audible alarms. The controller software version was 1.7. The cause of the alarms was not identified. A controller self-test was performed and nothing was found and all the visual and audible alarms worked. It was attempted to replay the alarm situation, but it did not work properly. Different sources of power were tried to reenact the alarm situation, but it did not work properly. The controller was replaced and the patient/caregiver did not notice any issue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.